Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the process summary found that the anchors must be visually inspected after attaching to the needle to ensure they are seated correctly. A review of the customer provided image reveals t1 has been removed from the device. The t2 anchor is still attached to the needle. The depth tube has been removed from the needle. No physical damage visible to the device. There was no way to determine if the device contributed to the reported event. The complaint was confirmed but the root cause could not be established because the device was not returned for evaluation please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that part of he suture was returned outside the device part was still tucked in the depth gage tubing and attached to t2. T1 was not returned. T2 was in the t2 position. The depth limiter button was not in the default position. The actuator tip was behind t2. A functional evaluation revealed that the actuator tip moves t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the process summary found that the anchors must be visually inspected after attaching to the needle to ensure they are seated correctly. A review of the customer provided image reveals t1 has been removed from the device. The t2 anchor is still attached to the needle. The depth tube has been removed from the needle. No physical damage visible to the device. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H6: health effect - impact code.

Event description:
It was reported that, during a meniscus repair surgery, after activating the second implant (t2), it was noticed that the t1 suture was not fixed and came out in the form of a loop without its implant. When the handle of the device was removed from the knee to check it, it was evident that t1 was not present, the thread was only attached to one implant. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).